Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The lead involved in this event is part of a notification/recall and the notification number indicated is part of the same lead model family. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: surgical management of major intrathoracic hemorrhage resulting from high-risk transvenous pacemaker/defibrillator lead extraction. J. Card. Surg. 2015;30(2):149-153. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable lead. The article indicated that this patient¿s lead had an apparent fracture and there were complications with its extraction. During the extraction procedure, ¿hemodynamic instability¿ occurred; cardiopulmonary bypass was initiated; sternotomy was performed and control of the bleeding was obtained. Perforation was identified and sutured closed. The patient recovered ¿well¿ and was discharged after five days. No further patient complications have been reported as a result of this event.